Event description:
The attachment was returned to the MFR for service, and during the eval the device overheated. There was no pt involvement at the MFR during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The attachment was received at the MFR for service. During the eval an overheating condition was found and then reported. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.